Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident.a review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.visual inspection of the rf12000, q2 controller s/n:qr0q000ftn warranty seal which is not broken and in its original condition. The manufacturing date of the controller is rev. H ¿ 11-21-2017. No visible manufacturing abnormalities were found;the unit was powered-up and immediately an hardware failure f4 came up with an acousical sound and the red attention led; the failure could not be reset;the complaint was verified and the root cause was determined due to a component failure; factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component.

Manufacturer narrative:
(B)(4). The sample is under evaluation by the manufacturing site.

Event description:
It was reported that the quantum had a hardware failure in the system. It is unknown whether the event happened during surgery and if there was a patient involvement. No significant delay was reported. Preliminary results of investigation have concluded that this unit had a "hardware failure f4" which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.